Event description:
During a device exchange, the set screw could not be loosened on the device. The right ventricular (rv) lead was capped and replaced to resolve the issue and a new device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The device was received with a damaged header with leads remaining in both channels. Both rv and ra septum were damaged, and the set screws were covered in dried/calcified blood. Upon cleaning the set screw surface and inset, the set screws were successfully loosened and again tightened. Device image analysis indicated average monthly voltage and current trends were normal. Longevity assessment was performed, and the device exceeded projected longevity. The reported event of a set screw anomaly was not confirmed.